Manufacturer narrative:
Product code: intervertebral fusion device with integrated fixation, cervical. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: c6/7 myelopath procedure: c6/7 anterior cervical discectomy and fusion(acdf) it was reported that during surgery, the implant split when the surgeon impacted the inserter to push the implant into place. No fragments were remained in the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: the locking mechanism on the top of the implant has broken off. The angle of the break is consistent with pressure being placed downward on one side to the lock. This is consistent with to locking mechanism being struck during implantation. If information is provided in the future, a supplemental report will be issued.